Manufacturer narrative:
H3. Analysis of the recharger found a nonconformance. The recharge antenna failed due to an intermittent "no device found" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, and serial# (B)(6). Product ID: 97755-s, serial# (B)(6), and product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient has not been able to charge their system after two months of being implanted. Several visits and calls with customer service. They are ordering a new recharger and programmer but nothing has helped. The device was disabled and enabledtwice but without success of recharging. The rep spent at least two hours working on it with him to no avail.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was explanted on (B)(6). The rep is waiting for a return box to arrive and the battery will be sent back.

Manufacturer narrative:
Product: 97715, s/n:(B)(6), has been returned and is pending analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt could not get their implant (ins) to charge no matter what they did and the issue started 3.5 to 4 days ago. When recharging the ins it kept saying it was charging and once they charge the ins to 100% and would take off the rtm the ins would go out of charge and show battery empty to the ins please charge. When recharging the ins the controller would drop in percentage. Pt had reset the controller multiple times and changed 1234 settings. Sometimes the ins did not charge at all and sometimes the ins charged to 30% or 70% and say finished. Sometimes if they let the controller screen go black it would lose connection. Pt had talked to their rep this morning who said it could be one of the wires on the rtm. Pt noted this was not the first time having issue but they could always get it to work. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and unlocked the controller with nothing pl ugged in and they battery empty cannot provide stimulation recharge the implanted device. Pt attempted to recharge the ins and was able to get recharging excellent; the controller battery was at 80% and the ins was red in charge. Pts controller screen went black so they hit the arrows on the controller and the screen was barely visible and it showed recharging needs attention. Pt held the lock and it said recharging. Pt then got the message recharged needs attention and when unlocking it said to reposition; pt noted it kept doing this yesterday for an hour and they got the ins to 100% then showed it was red then showed it was 100%. Pt battery's then showed the controller was at 80% and ins went to 100%. Pt said when recharging they can sit and watch the controller deplete in battery but not charge the ins, they could also feel heat from the charging pad and the ins. Pts ins battery then 0% then went to red then to 100%. Pt said stimulation was off and they turned it on and could feel stimulation then after a minute it "dies". Pt took the recharger off and got poor recharge quality then recharging interrupted and battery empty and stim all gone and to recharge the ins. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back stating that they received the replacement controller, however they were having the same issue as before the controller was replaced. Agent reviewed recharger replacement with the pt.  Case re-opened and assigned to agent to add secure note. Patient called back and repeated previously documented information. Patient stated controller and recharger replacement had not resolved the issue and they were still unable to charge their ins. Agent confirmed via sn that patient was using new controller and recharger. Agent walked caller through passive recharge with numbers 94, 94, 97 and then 94, 95, 96 and 94, 94, 94 and a green flashing light. After 3 passive recharge cycles, controller screen progressed to a 4th cycle. Agent had patient disconnect recharger and walked patient through controller reset with ac power supply. Patient reported no visible damage to recharger, controller port, controller battery compartment pins, or bp. Patient connected recharger and saw no device found; patient pressed recharge and entered passive recharge with numbers in the 90s. Patient mentioned they had had issues charging ins since a week after their implant, but they could always get it to work. Patient also mentioned they could, at times, feel "actual stimulation" coming from the battery area and their mdt rep said this was "okay." Patient denied any recent falls or traumas. Agent redirected to hcp to discuss charging issues and possibly check ins pocket. Additional information was received from the manufacturer representative (rep). Rep stated colleague performed an hour of passive recharge cycles with patient yesterday and today, caller has been using all brand new external equipment to perform 45 minutes of passive recharge cycles and they still aren't able to connect with ins. Patient last charged successfully about 2 weeks ago. Caller stated while in passive recharge cycle, antenna locate has been showing high 90s. Caller has been unable to connect with tablet. Caller stated patient's ins is palpable, they can feel all the edges and it's not "sticking in" (which they had happen once before). Caller stated that prior to all this occurring, patient had "weird" things happening with ins in that they would charge ins at 0% and it would "shoot up" to 60%, and then once patient stopped recharging, it would drop dramatically, even to 0% and then charge to 100 or 110%. Caller commented that it seemed like recharger was working to charge as it heated up slightly. Patient confirmed no recent falls/trauma or medical procedures. Tss walked caller through 2 iterations of disable device but both resulted in "no device found" and when caller initiated passive recharge cycle again, they continued to receive high 90s. Tss reviewed that they can continue with passive recharge cycles but they may not be successful. Tss suggested to send in log files for engineering review and will escalate case. Tss emailed caller information with case number and warranty information.

Event description:
Surgery is being scheduled for ins replacement and ins will be sent back to mdt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID# 97715, sn (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt of the device, intermittent telemetry was observed. Destructive analysis determined that there was an abnormal electrode weld inside the battery of the implantable neurostimulator (ins) that led to the loss of electrical continuity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4). Analysis information -- 2024-12-16 14:42:51 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Continuation of d10: product ID: 97745nt, serial# (B)(6). Product ID: 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.